Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following episiotomy the parturient went back to the hospital for subsequent visit due to painful and uncomfortable perinatal incision. During physical examination, they found out that the perinea incision was well-healed but suture was not absorbable. After one suture was removed, and the parturient was remission of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.